Event description:
Revision surgery - the patient had scarring and poor flexion.

Manufacturer narrative:
The reason for this revision surgery was to remedy a joint with poor flexion after three months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product, one piece was reworked for burrs. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the poor joint flexion was most likely due to scar tissue. There is no information reported that showed a material, design, or manufacturing problem with the product.